Manufacturer narrative:
Product complaint #: (B)(4). To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: after the thoracic cleaning, the surgical powder was sprayed all over the chest cavity, then, the surgical wound was closed without cleaning off the excessive powder. The drained fluid was not chylothorax and no infection occurred, so there were no adverse consequences to the patient due to the surgicel powder. However, a wound infection (not due to the surgicel powder) occurred, then, the wound was treated with pico, etc. The patient was discharged from the hospital on (B)(6) 2020. Please clarify what is the quality issue? The amount of drained fluid after the surgery was unusual though it was unknown if there was causal relationship between the product and the issue. Please clarify if the product is not absorbed in the patient? No further information is available. Was medical or surgical intervention required? No further information is available. What is the most current patient status? No further information is available. Can you identify the lot number of the product that was used? No further information is available.

Event description:
It was reported that a patient underwent chest procedure on an unknown date, and absorbable hemostat was used. After the absorbable hemostat was used, the amount of drained fluid became 1300 cc. The drained fluid was not chylothorax, no infection occurred, and there was no problem after the surgery. No adverse patient consequences were reported. Additional information was requested